Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced and the issue was resolved. No patient information provided to date after calls to end user 03/03/25 and 03/19/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in inability to switch ventilation modes as expected during a case. There was no patient injury.